Manufacturer narrative:
The customer reported that the AED has no audio/sound, the speaker is not working. The maintenance schedule is not reported. This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service. Should additional information become available, a supplemental MDR shall be filed.

Event description:
The customer reported that the AED has no audio/sound, speaker is not working. The customer did not report that this event occurred during patient use.